Manufacturer narrative:
The product is not available for investigation. The device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Based on the device history report and the quality standards, we can exclude a manufacturing or material related error. No causality between the product and the mentioned issue can be found. A granuloma or serum can occur, for example caused by an issue manipulation during surgery or an improper user technique. An infection of the patient that already existed before surgery can also not be excluded. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of country: USA. It was reported that after a patient had a grade I meningioma procedure, the patient had a resection of the meningioma. Lyoplant onlay was used at the end of the surgery. MRI reveled a seroma post.